Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, leg pain, lumbar pain, vomiting, abdominal pain, irregular periods, right lower quadrant pain, dysfunctional uterine bleeding, trichomonal vaginitis, endometrium cystic, asthma, varicella, bloating, abdominal bloating, cough, irritable bowel syndrome, bowel wall thickening, allergic reaction to analgesics, rash, itching, blood clot in urine, fatigue, sensation of heaviness, dysmenorrhea, crohn's disease, allergic reaction to analgesics, postoperative pain, vaginal discharge, urinary tract infection and postoperative pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin children), metronidazole (flagyl 250) and naproxen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abd pain"), back pain ("lower back pain") and flank pain ("flank pain"). In (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, migraine, headache, nausea, abdominal pain lower, back pain, flank pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, flank pain, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2009. Discrepancy noted in date of removal (B)(6) 2012 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion bilateral fallopian tube occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, pelvic pain, flank pain, vaginal haemorrhage, abdominal pain lower, menorrhagia, nausea. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abdominal pain, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, lower abd pain, lower back pain, flank pain. Reporter information, aka name, medical history, concomitant drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.